Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and sparc were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Date sent to the FDA: 06/01/2016. It was reported that patient underwent revision on (B)(6) 2014 by (B)(6) md at (B)(6) due to voiding dysfunction with urinary retention, cystocele and vaginal prolapse. It was reported that following insertion patient experienced infection, urinary and bowel problems, fistulae, recurrence and vaginal scarring. (B)(4). Additional information: age/date of birth, other relevant history, model and lot #, device manufacture date. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that patient concurrently underwent abdominal sacrocolpopexy and sparc implant.